Event description:
It was reported when using the bd syringe 3ml ls, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: this is a report about the difficulty to move the plunger of syringe. The user feels like he/she is drawing something sticky and has difficulty pulling the plunger back.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-31. H6: investigation summary: two photos and one sample without packaging were received by our quality team for evaluation. The sample was subjected to the plunger breakout and sustaining force test and was within specification. A device history record could not be evaluated as the lot number is unknown. Based on the quality team¿s evaluation, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd syringe 3ml ls, the device experienced difficult plunger movement. The following information was provided by the initial reporter. The customer stated: this is a report about the difficulty to move the plunger of syringe. The user feels like he/she is drawing something sticky and has difficulty pulling the plunger back.